Event description:
A charge nurse from a hemodialysis (hd) user facility reported that a dialyzer blood leak occurred during a patient¿s hd treatment. Additional information was obtained through follow-up with a clinical coordinator (cc) from the facility. The cc stated the blood leak occurred immediately at the start of treatment. The blood leak was internal, and it was confirmed to be visually observed in the hansen connectors. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was not used. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 150 ml. The cc confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.